Event description:
Additional information received from customer states that implant (tsvt6b13) fails to integrate and it was removed due to non-integration. Patient records did not confirm a fractured implant.

Manufacturer narrative:
Additional information received from customer states that implant (tsvt6b13) fails to integrate and it was removed due to non-integration. Patient records did not confirm a fractured implant. Upon reassessment of the reported event, it was determined that this device no longer meets the criteria of a reportable event as device did not integrate and event does not allege a deficiency of the implant. As a result, no further medwatch reports will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implant (tsvt6b13) fractured and therefore, it was removed. Tooth location 30.